Event description:
Reporter indicated a vns therapy programming handheld battery has expanded. The handheld backing will still close, but it pops off frequently. The handheld has been returned to the manufacturer and is pending analysis. Good faith attempts to obtain device have been unsuccessful to date.